Manufacturer narrative:
Yang, s., hampton, t., kandasamy, n., hart, j., ashmore, j., walsh, d. C., . . . Booth, t. C. (2017). Outcome study of the pipeline embolization device for treatment of intracranial aneurysms at a single (B)(4) institution. British journal of neurosurgery, 1-7. Doi:1 0.1080/02688697.2017.1354121. The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The deaths occurred post-procedure and the causes could not be conclusively determined from the provided information. MDR's related to this article: 2029214-2017-01036 and 2029214-2017-01037. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found a report of aneurysm rupture and death after pipeline implantation. The purpose of this article was to provide insight into clinical and radiographic outcomes of patients undergoing endovascular treatment with flow-diverting stents. The authors retrospectively analyzed the records of 29 patients who underwent placement of 32 pipeline embolization devices (ped) in the treatment of intracranial aneurysms. The mean age was 52 years; 23 patients were women. The article states that one patient experienced an acute aneurysmal rupture two days after successful ped deployment of a right ica terminal segment carotid aneurysm. The aneurysm was noted to be giant (30mm). The rupture caused a right middle cerebral artery (mca) territory infarct, mass effect and ultimately death six days after the procedure.